Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was unknown at the time of incident. The current blood glucose was 381 mg/dl. Customer had blood glucose level glucose level of 182 mg/dl. Customer was treated with manual injection and insulin pump. Customer was alleging insulin pump for under delivering because insulin pump was cracked. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will return for the analysis.